Event description:
It was reported that this deep septal lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This deep septal lead was explanted.